Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: on both instruments one of the two catches is missing; the broken off parts are not enclosed. A visual inspection of the fracture surface showed typical signs of a forced fracture surface. Batch history review: the manufacturing documents have been checked and found to be according to specifications valid during the time of productions. There is one further complaint with this lot and this error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we assume that the surgeon spread the downtube without using the removal key completely as mentioned in the instructions for use (IFU) so that the catch broke off during removal. Figure 7 shows hints for removal from the pedicle screw (ta-nr. 014987 v6). No CAPA necessary.

Event description:
It was reported that there was an issue with the ennovate mis down tube. The holding lug on the clamping sleeve had broken off. There was no known operation or patient harm. A surgeon confirmed that routine x-rays were taken after all surgeries and all results were reviewed. The product problem had not been experienced or reported by a surgeon or operative staff.